Manufacturer narrative:
The product involved in the event has not been returned for investigation, therefore the root cause of the reported event could not be determined. There was no harm to the patient as a result of the issue. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
The pruitt f3 carotid shunt had a leaking safety balloon due to a tiny hole. The incident occurred during shunt replacement while performing a left sided carotid endarterectomy. The shunt was replaced with a different one. No harm to patient was documented.